Manufacturer narrative:
Sections a2, a3a, b7, d4, and concomitant medical products were updated. Reportedly, an amended report with the result of 31.5 ng/ml was issued. The alarm trace showed abnormal aspiration alarms and sample foam detection alarms, indicating sample quality issues. The customer and service maintenance were completed per the specifications. A general reagent or analyzer problem can be excluded because the qc prior to the event was within the ranges. The investigation did not identify a product problem. The cause of the event was consistent with a preanalytic issue (too short centrifugation time) at the customer site. Preanalytics are within the customer's responsibility.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys total prostate specific antigen (total psa) assay on a cobas e 801 analytical unit. Initial result: 0.6 ng/ml. On (B)(6) 2025: repeat result: 31.5 ng/ml.

Manufacturer narrative:
The total psa reagent expiration date was not provided. The cobas e 801 analytical unit serial number was (B)(6). The qc was acceptable. The investigation is ongoing.